Event description:
It was reported that the pump declared alarm 20 during pumping. The impact on the customer¿s blood glucose level was not reported, as the customer declined to answer if it exceeded 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy.